Event description:
It was reported that during a routine device change out procedure the right atrial (ra) and right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements measuring less than 200 ohms when connected to the new can. Impedances prior to the procedure measured 400-600 ohms. Technical services recommended a good visual inspection and to consider repairing if needed. Subsequenlty, both leads were surgically abandoned and replaced successfully. No additional adverse patient effects were reported.